Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in for a pacemaker check and when they left the clinic they felt uneasy and noted that something did not feel right. The patient went back into the clinic and was tested again; where it was noted that the patient's heart rate had risen to 90 beats per minute (bpm) when they should have been at 60bpm. The device was reprogrammed, and the symptoms subsided. The device remains in use. No further patient complications have been reported as a result of this event.